Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Our field service engineer visited the hospital and investigated the anesthesia system. The anesthesia system was found with a new patient circuit without any physical damage. No parts were reported as replaced and no device logs were provided for evaluation. We have not been able to determine the true cause of the reported issue.

Event description:
It was reported that the anesthesia system did not deliver gas to the patient as expected during a case. There was no patient harm. Manufacturer's reference number: (B)(4).